Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an ent procedure, the evac 70 coblator ii wand caused burns over the lips and the inner left buccal mucosa. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes. No further complications were reported.

Event description:
It was reported that during an ent procedure, the evac 70 coblator ii wand caused burns over the lips and the inner left buccal mucosa. The patient required antibiotics and h2o2 wash to treat the burn, the patient was discharged and is under follow-up. The procedure was completed using a s+n back up device. There was a delay between 5-7 minutes. No further complications were reported.

Event description:
It was reported that during an ent procedure, the evac 70 coblator ii wand caused burns over the lips and the inner left buccal mucosa. The wand had been activated for 5-7 min during surgery. The patient required antibiotics and h2o2 wash to treat the burn, the patient was discharged and is under follow-up. The procedure was completed using a s+n back up device. There was a surgical delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. The root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that a video was provided for review and seem to show a partial thickness (second degree) burn on the left inner lip and the inner left buccal mucosa. Based on the limited information provided we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does warn, ¿suction line should not contact patient as it may cause a burn, do not contact metal objects while activating the wand, as it may damage the tip and/or shaft insulation causing malfunction or injury. " factors that could have contributed to the reported event include: 1) activating the device prior to contact with targeted tissue. 2) failure to maintain suction and direct fluid outflow away from the operative field. No containment or corrective actions are recommended at this time. H11: h2: corrected data on: h6 (health effect - clinical code).